Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique further described as poor technique resulting in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and vomiting. On the same day, the patient was hospitalized. Two days later, the patient was treated with cefazolin (1 gram, daily, intraperitoneally) for peritonitis. After fifteen days, treatment with cefazolin was stopped. After nineteen days of hospitalization, the patient was discharged. Dianeal therapies were ongoing. The patient was retrained on aseptic technique. At the time of this report, the patient was recovering from the event. No additional information is available.